Event description:
It was reported that on april 24, 2024, the battery powered driver was not working properly. Ratcheting screwdrivers were not functioning properly. There was no patient involvement. Upon manufacturer investigation of the returned devices, damage to the item was identified. This report involves one hand piece for battery powered driver. This is report 6 of 8 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b: additional device product codes: gxl, hxx. E3: reporter is a j&j employee. H3, h4, h6: the customer reported 05.000.008, the battery powered driver was not working properly. Ratcheting screwdrivers were not functioning properly. The repair technician reported device run low in fast forward and reverse mode, does not run in forward mode, wires were discolored, rust on motor and bearing spacer, debris on internal components, circuit board wire broke during assembly. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 24-jun-2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history review (DHR): part # 05.000.008 . Synthes lot # 006121. Suppliers lot # na. Release to warehouse date: 24 jun 2015. Manufactured by: synthes monument. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.